Event description:
Pt reported cadd legacy pump (B)(4) is alarming 1871 with no error message. Informed pharmacy will be sending new pump and a return box for the malfunction pump. No stop in therapy as her other pump is working fine. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.